Event description:
It was reported that a site's handheld was no longer working. The handheld was fully charged. Handheld worked on the first patient and turned off on the second patient. Troubleshooting was performed. Flashcard was reseated, soft and hard resets were performed. When site selected yes to upload all the files, the handheld crashed again and was not able to turn back on. Handheld was plugged back in the charger for 10 minutes. The power light was red when plugged in but it wouldn't turn on.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.